Event description:
A malfunction was reported on the pump by a caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating a lack of adverse impact. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was informed that a replacement pump with updated software would be sent. Training will be available through their tandem source account, and the customer understood and confirmed all instructions, including returning the problematic pump within 10 days.